Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and defacatory dysfunction. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of mesh on (B)(6) 2012 due to pelvic pain, recurring utis, vaginal mesh erosion. During her hospital stay (for implant) she developed severe hypertension, probably secondary to blood loss. She was given a blood transfusion but ended up in the ICU with also a supraventricular tachycardia and subsequent pulmonary edema most-likely due to myocardial infarction. No additional information was provided.